Manufacturer narrative:
The additional xience xpedition device referenced is filed under a separate medwatch report number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with moderate calcification and moderate tortuosity. The 2.75x38 mm xience xpedition stent was implanted and a dissection was noted. To treat the dissection, the 2.75x23 mm xience xpedition stent was implanted; however, another dissection was noted. A 2.75x15 mm xience xpedition stent was used to treat the dissection and complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.